Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: the instrument identification error, the automatic microbial identification drug sensitivity analyzer identified enterococcus faecium as streptococcus mammary.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50. The customer reported a misidentification of a e. Faecium as a s. Mammary. A field service engineer (fse) arrived onsite and found the instrument to be running as expected. The fse performed a lightsource adjustment and returned the instrument to the customer in working order. The root cause of the failure is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of august 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: the instrument identification error, the automatic microbial identification drug sensitivity analyzer identified enterococcus faecium as streptococcus mammary.